Event description:
Reporter indicated that a vns wand was failing to interrogate vns pts. The wand battery showed adequate power and the system connections were secure. The reporter did not feel that there was any environmental interference. The vns wand has been requested for analysis, but has not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.